Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheterization kit was found to be unsterile upon removal from package. Catheter tip was protruding from sterile wrap, deeming it unfits for use.

Manufacturer narrative:
The reported event was confirmed cause unknown. The photo sample was returned showed the catheter tip was protruding from sterile wrapper. A visual evaluation of the returned sample identified one opened surestep intermittent tray (intp14) in its original packaging, batch number ngkt0379. The returned sample was evaluated for incomplete or missing packaging. During visual inspection, it was observed that upon removal of the outer sterile wrapper, the straight tip of the catheter was protruding from the sterile wrapper, indicating a potential breach of sterile packaging integrity. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheterization kit was found to be unsterile upon removal from package. Catheter tip was protruding from sterile wrap, deeming it unfits for use. Per customer follow up information received via email on 16dec2025, it was reported that no patient impact was reported. After it was noticed it was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: f, h0 UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheterization kit was found to be unsterile upon removal from package. Catheter tip was protruding from sterile wrap, deeming it unfits for use.